Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital device evaluated by MFR: visual and tactile inspection revealed no kinks or damages on the hypotube and shaft. Microscopic examination of the balloon identified a tear in the mid-section of the balloon when attempting to inflate the balloon. The device was attached to an encore inflation device and the tear was identified in the mid-section of the balloon when inflating to its rated burst pressure of 12 atmospheres. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages were noted on the shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon was noted to be leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon was noted to be leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable.